Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the luer lock and throughout the tubing. The customer primed out the bubbles and changed the infusion set site. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered via the pump to address the bg level.